Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, delamination diaphragm valve, wear abrasion and white particle inside the device. Leak test was performed and found delamination in diaphragm valve .a microscopic analysis was performed which delamination diaphragm valve . Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "leaking"

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Later it was reported that the left side was "leaking". The device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Later it was reported that the left side was "leaking". The device has been explanted and replaced.